Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 300 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit failed displacement test (24.8 units remaining on the status screen) followed by a motor error alarm during rewind due to encoder signal out of phase. Unit received with cracked case at display window corners and belt clip slot. Unit received with scratched lcd window. (B)(4).